Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event with an infusion set where the tubing was leaking at site after being used for 2 hours. Patient's blood glucose at time of event was 16 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.